Event description:
It was reported that this right ventricular (rv) lead exhibited noise artifact that technical services (ts) noted may have been from a medical procedure and or electromagnetic interference (emi). This patient had undergone a surgery at that time. It was noted that the rv lead measurements were within normal range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise artifact that technical services (ts) noted may have been from a medical procedure and or electromagnetic interference (emi). This patient had undergone a surgery at that time. It was noted that the rv lead measurements were within normal range. This rv lead remains in service. No adverse patient effects were reported.